Event description:
It was reported that there was a pocket revision scheduled for (B)(6) 2015 to relocate pocket per patient¿s request for comfort, and to place the battery more superficially to improve coupling which was difficult prior to battery flipping. The edge of the battery was protruding against her incision and the battery had gone horizontal in the pocket. It was believed it flipped when they turned over in bed. The manufacturer representative was unable to couple with the battery even after using the antenna locate feature. The battery was at 50% per patient programmer. The patient attempted charging without success. The patient felt discomfort at the battery site. During the revision the battery was placed in a different spot. On (B)(6) 2015, additional information was received indicating that the patient wanted to know if they could charge their device the day after implant. It was noted that before the implant their device was moving around. They could not get it rebooted to get it going again. It was noted that they did do the 60 minute physician mode recharge (pmr) countdown and they were getting no bars. The patient got home and was still not able to charge. The patient saw a round oval object behind the battery laying on its side on the right side of the screen, and to the left of it the dark circle with a tail coming off. It was reviewed that if the boxes on the bottom were not there it was because they were charging their recharger as opposed to their implantable neurostimulator (ins). It was reported that the recharger battery status blank. The patient had unplugged the recharger the week before the report and had no plugged it in since it was recommended that the recharger be charged first then trying to charge her ins. An overdischarge was suspected. It was noted that the manufacturer representative had the patient do a reset countdown but after the countdown they could not get the recharger to work normally. On (B)(6) 2015, additional information was received noting that they could still not get it to reboot, and that 2 or 3 days earlier they had the battery flip over so they had to replace it on the other side of her on the left hip. It was noted that they tried the countdown 6 or 7 times but it did not work. On the day of the recent report the patient had seen the reposition antenna screen. It was noted that it had been a while since the patient had successfully recharged. The last time they felt stimulation was about 3 weeks prior to the report. The patient was scheduled for (B)(6) 2015 to attempt another pmr.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information was received on january 30th 2015 indicating that there was no stimulation sensation. The battery was being revised three weeks ago on the (B)(6) prior to the new information. There was a problem with the battery for the last month. The battery had moved on the patient and put in a different pocket. The patient had moved and there battery was turned upside down and then they moved it but then the battery was dead. It was noted that the manufacturer representative was supposed to jump start the battery cut could not stay there. The battery was replaced and then put in one where the patient did not have to charge or move around with and was less complex. The implantable neurostimulator (ins) had been moved and put in the new pocket. The battery had been dead for about a months, three to four times it had been jump started, and stated in bed, "they have done 5". Six to eight weeks prior was the list time the patient had stimulation. The patient did not want to take medication because she needed to stay on a transplant list. It was noted that the best thing to do was to do a nonrechargeable. It was noted that the patient could not figure out recharging and would be having the battery replaced with a nonrechargeable. No date was set yet.